Manufacturer narrative:
This complaint is associated with the accu-chek flexlink plus recall initiated on (B)(6) 2011. Further investigations are ongoing within an assigned taskforce.

Event description:
The patient reported experiencing elevated blood glucose level over 300 mg/dl and up to 406 mg/dl beginning 2 nights ago. Patient's normal blood glucose range is 120-160 mg/dl. Patient stated he removed the infusion site and the cannula was bent. Patient reported changing the infusion site 3 more times and each time the cannula has been bent. Patient stated he started taking insulin via syringe to get the blood glucose down and he has been able to keep it down using syringe delivery. Patient reported all of the cannulas were from the same box. Patient stated his current infusion site is from the same box. Patient reported he removed the current infusion site and it is also bent. Patient stated he inserted an infusion site from a different box and immediately removed it and it is not bent. Patient reported he has not received any error messages on the infusion device. Patient stated he normally changes the infusion site every 5-6 days. Advised the infusion site should be changed every 3 days. Patient reported he inserts manually. Patient stated he will continue to use the infusion site from the new box. On follow up call on (B)(6) 2011, patient reported his doctor advised him to try a few more infusion sites that he has not used before. Patient stated all of the cannulas from the new box have worked okay and have not been bent. Product was replaced and requested return of the suspect product for evaluation.